Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: this report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4):the external pulse generator was returned for its annual test and calibration and analysis found that the lower case was broken, soit was replaced, the battery contacts were compressed, so they were replaced, the battery drawer was out of specification and it was replaced, and the electrical and mechanical parts were inspected and the 9-volt battery was replaced. The unit was re-calibrated and functionally tested, and it passed its final quality assurance tests. (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis.